Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a patient was not being monitored for approximately 30 minutes due to lack of an audible alarm when "replace cable" appeared on the facility's safetynet view station. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and communicate with a root and a battery module. When powered on the device displayed "replace cable" with or without a sensor attached. Internal inspection showed minor damage to the mx board j1 connector potentially obstructing flex cable pin connectivity. The obstruction was removed and the unit functioned as designed. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.